Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.